Manufacturer narrative:
D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: clinical engineer g4: 510k number: k130520 visual inspection of the actual device upon receipt - no anomaly such as breakage was found. After rinsing and drying the actual device, the amount of oxygen transfer and carbon dioxide gas removal were measured according to the product inspection procedure - it was confirmed to meet the factory's specifications. No anomaly was found. [Bovine blood conditions] hb: 12g/dl, temp.: 37°c., ph: 7.4, svo2: 65%, pvco2: 45mmhg [circulation conditions] blood flow rate: 5l/min and 3l/min, v/q:1, fio2: 100% [o2 transfer volume] @5l/min: 317ml/min., @3l/min: 210ml/min [co2 removal volume] @5l/min: 266ml/min., @3l/min: 177ml/min the manufacturing record and the shipping inspection record of the actual device - no anomaly was found. Past complaint file - no other similar report of the product with the involved product code/lot number was found. Manufacturing date: september 4, 2024 cause of occurrence/conclusion based on the investigation result, the gas exchange performance of actual device after rinsing met the factory's specifications, and no anomaly was found in the manufacturing records. Since no anomaly was found in the actual device after rinsing, it was not possible to clarify the cause of occurrence. Relevant IFU reference: - start gas supply with v/q=1, and fio2=100%, then make adjustments based on blood gas measurements. - measure blood gases and make necessary adjustments as follows. A. Control pao2 by changing concentration of oxygen in ventilating gas using gas blender. - to decrease pao2, decrease fio2. - to increase pao2, increase fio2. B. Control paco2 by changing the total gas flow. - to decrease paco2, increase total gas flow. - to increase paco2, decrease total gas flow. - a phenomenon called wet lung may occur when water condensation occurs inside fibers of microporous membrane oxygenators with blood flowing exterior to the fibers. This may occur when oxygenators are used for a longer period of time. If water condensation and/or a decrease in pao2 and/or an increase in paco2 is noted during extended oxygenator use, briefly increasing the gas flow rate may improve the performance. Increase gas flow rate, to 15 l/min for 10 seconds. Do not repeat this flushing technique, even if oxygenator performance is not improved. Terumo medical corporation (tmc) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that they had a gas transfer failure. During a coronary artery bypass graft (CABG) and mitral valve replacement (mvr) case, oxygenation failure was suspected, so the oxygenator was replaced. The coronary artery bypass graft (CABG) procedure was completed after five hours. At this time, the mitral valve replacement (mvr) procedure had not yet begun and aortic clamping had not yet begun. Therefore, the oxygenator was replaced preemptively before the aortic clamping. The procedure outcome was not reported. The patient was not harmed.